Event description:
Covid test false negative; tested covid antigen negative - when had symptoms; 2 hours later tested at clinic antigen test and was covid positive. I could have contaminated others, as I believed this test; (B)(6). FDA safety report ID# (B)(4).